Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and found to be discordant with replicate negative results. The positive result was reported to the physician as a preliminary result. The patient sample was retested and the result was negative. The patient sample was repeated on another advia centaur system and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse inspected and replaced the incubation ring servo motor, calibrated all probe positions, and tightened drive belt. The advia centaur's quality controls were run and the instrument performed within specifications. The cause for the positive result when compared to the repeat negative test results may be attributed to specimen collection and handling. No conclusion can be drawn.